Manufacturer narrative:
Voluntary medwatch report received: mw5164731.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited high capture threshold resulting in intermittent loss of capture. Additionally, the lv lead was noted to exhibit high pacing impedance that are still within normal limits. Programming changes on the lv output were made. There were no patient consequences.